Event description:
Device malfunction: none. Time of malfunction: several hours after vessel closure. Symptoms/ae: pseudoaneurysm, thrombus. It was reported that a physician in-training in the use of the perclose proglide device achieved arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, several hours after uneventful arteriotomy closure, the pt complained of symptoms of leg pain. Exploratory surgery revealed that a pseudoaneurysm with 9cm of thrombus developed. A thrombectomy was performed, and the pseudoaneurysm was surgically repaired. There were no reported adverse pt sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Improper method (patient selection): the proglide instructions for use (IFU) states: (special pt populations) "the safety and effectiveness of the perclose proglide smc devices have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site."